Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2018 due to impedance issue with high pace greater than 2000 ohms. Lead was fractured. The physician was dr. (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).